Event description:
Customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge (B)(4), lot 22493d, reader (B)(4)). Customer had a confirmatory pcr test performed on the same day which provided a negative result. Customer reported that they are fully vaccinated and boosted. Customer reported nasal rhinitis but in the setting of seasonal allergies. Brief exposure was reported but no symptoms.

Manufacturer narrative:
Manufacturer evaluation: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.